Event description:
The patient was brought back into the office one week later. At this time, it was noted that the lead safety switched had not tripped again and the daily impedance measurements were steady at about 680 ohms. Multiple impedance and threshold tests with isometrics and pocket manipulation were performed during the follow-up check with no out of range measurements. Several ventricular tachycadia (vt) episodes were also noted, however the sr was unsure if they were true vt episodes. It was currently decided to leave the auto capture feature on and monitor the rv lead.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that during the device interrogation, it was noted that the lead safety switch had tripped on the right ventricular (rv) lead for an unknown reason. The patient paces only one percent of the time in the ventricle and when tested in the clinic during the follow-up visit, all lead measurements check out fine in bipolar configuration. The boston scientific sales representative (sr) was not able to recreate any out of range impedance measurements with pocket manipulation. Boston scientific technical services advised the sr that a lead integrity issue is suspected. It is unknown at this time if the lead was left in unipolar configuration or re-programmed back to bipolar configuration. The lead currently remains in service and no adverse patient effects were reported.